Event description:
At disinfecting cycle of the mr [magnetic resonance] fusion probe, machine read "failed". The probes were switched out, cycle ran again and read: "failed"; bio med picked up the machine, replaced a part, retested the machine, problem resolved.